Event description:
A healthcare facility in the netherlands reported via a fisher & paykel (f&p) healthcare field representative, that the mr290v vented autofeed humidification chamber provided as part of the rt266 dual heated infant circuit kit with evaqua 2 technology, had a hole in the bottom of the chamber, causing water to leak. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided as part of the rt266 dual heated infant circuit kit with evaqua 2 technology, has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.